Manufacturer narrative:
Initial.

Event description:
It was reported that the user received recurring alert 65 indicating an audio malfunction despite multiple restarts, with battery above 50%, and that the user had backup therapy available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a no audible alarm device malfunction associated with the speaker/sounder, with findings indicating an electrical or electronic component problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.